Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the blunt knife experienced by the customer cannot be determined. (B)(4).

Event description:
A nurse reported that the surgeon feels the knives are frequently blunt. It is unk if there was any pt impact. Several attempts have been made to retrieve additional info but none has been received to date.